Event description:
A malfunction on the pump was reported by the caller. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if any issues arose again.